Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump error hal software error detected and the main arm cannot communicate with the motor arm. Customers stated that they were able to successfully clear the alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected hal software error detected error or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected and the main arm cannot communicate with the motor arm alarms due to a software error.